Event description:
It was reported that patient believed she had an inflammatory mass. The inflammatory mass had not been confirmed yet. It was indicated that the patient began feeling the same symptoms that occurred when she previously had 3 granulomas. The reporter states that "at times, they weigh as little as (B)(6) and the catheter tip can be felt." It was noted that she was at 18 ml/day and was increased to 20 ml/day about 2-3 months ago. The reporter stated that there was no difference in pain relief and that she did not have any increased pain relief with the increased concentration. The symptoms associated with the event include: urinary issues (which was an ongoing issue) but was getting worse and she experienced numbness and tingling that had begun in the groin area since (B)(6) 2012. It was also reported that she had increased baseline pain in her lower extremities. The patient had a refill approximately 2-3 weeks ago and had a history of 17 surgeries. It was later reported that the patient was in urinary retention and her medication dosages were increased to address her pain issues. It was noted that the patient had numbness in her lower extremities and her feet, but not pain. A magnetic resonance imaging (MRI) had been scheduled but results were not available as of the date of this report. It was noted that there were no other troubleshooting done. The drugs delivered via pump were compounded baclofen 200mcg/ml, clonidine 300mcg/ml, and morphine 50mg/ml. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot # j0058186r, implanted: (B)(6) 2001, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2001, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory.

Event description:
Additional information: the patient¿s tingling and numbness went from the groin area to their feet in both legs.

Manufacturer narrative:
(B)(4).